Event description:
Philips received a complaint on the heartstart xl indicating that the operational check failed. There was no patient involvement at the time the issue was discovered. Analysis was performed by asp. Asp confirmed the reported problem that the test cannot be performed. Asp replaced the external paddles and found that the device still unable to work. After further investigation, asp confirmed that the battery was defective and needs to be replaced.

Manufacturer narrative:
Phone number: (B)(6).